Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent altitude alarms occurred. The customer's blood glucose level ranged from 303 to the mid 300's (mg/dl). Reportedly, the customer was unable to clear the alarm. The customer has manual injections available as alternate insulin therapy.